Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom on (B)(6) 2015 to report a patient death related to a severe hypoglycemic event. Exact date of the event was not provided. Date of death is an approximation. Additionally, it was reported that the patient's glucose may have fallen very rapidly and this may not have been adequately captured by the continuous glucose monitoring (cgm) system. It is undetermined whether the patient was alerted to the hypoglycemic event. No additional event or patient information is available. Diabetes mellitus is a known cause of hypoglycemia and death. A conclusive root cause for the reported event cannot be determined without the certificate of death.